Manufacturer narrative:
"Results of investigation: vyaire field service representative went onsite to evaluate the device. Customer replaced internal and external batteries per vyaire technical-support. Performed preventive maintenance. Performed complete check, ran extended self test/operational verification procedure. Instructed bio-med to fully charge unit and run again. Customer confirmed proper operation and emailed that unit was functioning properly. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that device shut down while moving patient on the avea ii ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.